Event description:
Same case as MFR report #: 2134265-2009-07342. It was reported that during percutaneous transluminal coronary angioplasty procedure, a balloon rupture and detachment occurred. The 90% stenosed lesion being treated was located in the highly calcified and mildly tortuous right coronary artery (rca). The lesion was approximately 12mm long. First, a 3.0x15mm maverick2 monorail balloon was inflated and ruptured; however, this balloon was removed without difficulty. The physician then attempted to inflate a 2.75x6mm flextome cutting balloon and an 3.5x8mm quantum maverick balloon but was unable to dilate the lesion. The physician then inflated a 3.0x15mm maverick2 monorail balloon, and the balloon ruptured on inflation. The physician attempted to remove the balloon from the lesion and encountered resistance. An attempt was made to loosen the balloon with several unspecified wires, however, this was not successful. Eventually, the maverick2 monorail balloon shaft and radiopaque markers were removed, however, approximately half of the balloon material remained in the patient. The physician pushed the fragment more distal in the vessel and secured it with a non-bsc stent. The patient experienced no symptoms during the difficulties. Patient's status was reported as 'good' with no further complications reported.

Event description:
Same case as MFR report #: 2134265-2009-07342. It was reported that during percutaneous transluminal coronary angioplasty procedure, a balloon rupture and detachment occurred. The 90% stenosed lesion being treated was located in the highly calcified and mildly tortuous right coronary artery (rca). The lesion was approximately 12mm long. First, a 3.0x15mm maverick2 monorail balloon was inflated and ruptured; however this balloon was removed without difficulty. The physician then attempted to inflate a 2.75x6mm flextome cutting balloon and an 3.5x8mm quantum maverick balloon but was unable to dilate the lesion. The physician then inflated a 3.0x15mm maverick 2 monorail balloon, and the balloon ruptured on inflation. The physician attempted to remove the balloon from the lesion and encountered resistance. An attempt was made to loosen the balloon with several unspecified wires, however this was not successful. Eventually the maverick2 monorail balloon shaft and radiopaque markers were removed, however approximately half of the balloon material remained in the patient. The physician pushed the fragment more distal in the vessel and secured it with a nonbsc stent. The patient experienced no symptoms during the difficulties. Patient's status was reported as 'good' with no further complications reported. It was reported that the physician attributed the balloon difficulties to heavy calcification.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the balloon found that a complete circumferential tear was present in the balloon, approximately 9mm distal to the proximal edge of the proximal balloon sleeve. A break was present in the inner shaft approximately 12mm distal to the distal edge of the proximal markerband. It is noted that the distal section of the balloon circumferential tear including the inner shaft and tip sections of the device, were not returned for analysis. The break in the inner shaft is consistent with excessive tensile force having been applied to the shaft which resulted in the shaft stretching and breaking. A detailed microscopic examination of the balloon tear and proximal markerband, identified no issues which could potentially have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Manufacturer narrative:
It was reported that the physician attributed the balloon difficulties to heavy calcification.